Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device displayed an atrial arrhythmia burden alert of greater than one hour. Stored atrial tachycardia response (atr) electrograms (egms) showed noise and oversensing. Additionally, atrial pacing lead impedance was out of range measuring than greater than 3,000 ohms. Technical services (ts) noted that these observations were not new findings. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device displayed an atrial arrhythmia burden alert of greater than one hour. Stored atrial tachycardia response (atr) electrograms (egms) showed noise and oversensing. Additionally, atrial pacing lead impedance was out of range measuring than greater than 3,000 ohms. Technical services (ts) noted that these observations were not new findings. This device remains in service and no adverse patient effects were reported. Additional information was subsequently obtained indicating that the device exhibited a pacing percentage of less than 80%. Specifically, the pacing was recorded at 75% during the period from february 12th to february 13th. The stored electrogram (egm) revealed a loss of atrial capture along with atrial undersensing. An atr event indicated noise interference on the sensed atrial channel. The device remains implanted, and no adverse patient effects have been reported.